Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20056799. D4: medical device expiration date: 2023-05-27. H4: device manufacture date: 2020-05-22. H6: investigation summary a (B)(6) sample was not available for investigation of this feedback; however the customer indicates that an occlusion was identified when attempting to flush the extension set. Further information provided by the customer indicates that the product was connected to a bd syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20056799 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20059e-0006 set in the past 12 months.

Event description:
It was reported that the bd alaris¿ smartsite extension set could not be flushed. The following information was provided by the initial reporter: "unable to flush extension set detailed incident description: the staff were unable to flush the line. They had checked the connector between the syringe and extension set. Not sure if the extension set was connected directly to the cannula or to a bung."

Manufacturer narrative:
The reported lot # [20056799] was not found for the reported catalog # [20059e]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd alaris¿ smartsite extension set could not be flushed. The following information was provided by the initial reporter: "unable to flush extension set. Detailed incident description: the staff were unable to flush the line. They had checked the connector between the syringe and extension set. Not sure if the extension set was connected directly to the cannula or to a bung."